Manufacturer narrative:
Both the venous and arterial extensions were returned for evaluation attached to the collar and lumen. The venous extension and lumen were discarded as there is no complaint against these devices. Functional testing was performed on the arterial extension by clamping the distal end of the lumen and flushing the device with water. A leak from the luer was noted. Visual inspection revealed a crack in the lumen. Under magnification tool marks can be seen on the luer, indicative of being tightened/loosened with an instrument such as hemostats. The crack in the luer begins at the proximal end and continues through the threaded portion down to the midpoint of the luer. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The female luers are manufactured to meet the iso standard. A common cause of cracked luers is over tightening of connections. The ergonomically shaped luer provides users with a patent locking design. This assures obtaining a secure mating of the catheter without the need to torque down. The overtightening of connections often leads to the use of an instrument, such as hemostats, to aid in loosening the connection. This is not recommended as it may lead to the luers cracking. The instructions for use (IFU) contains the following warnings and precautions: * use only luer lock (threaded) connectors with this catheter. * repeated overtightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leakage in the line, crack at the bottom near the luer lock. Along the entire length of the arterial lumen.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.